Event description:
The hcp reported that the patient has a possible infection of her interstim device. Further information is being requested from the hcp.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.